Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level of 160 mg/dl and ended up going to hospital on (B)(4) 2024. The patient had diabetic ketoacidosis (dka) and tested for ketones. The length of hospitalization was five days. The symptoms customer reported at the time of hospitalization event are confusion, increased thirst, and vomiting. The hospitalization treatment includes overnight stay request a normal pump upload using carelink personal. No further information available.